Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, the left ventricular (lv) lead was noted as dislodged. The lv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. S-curve height of the lead was measured within specification. Visual inspection of the lead did not reveal any anomalies with the exceptions of damage consistent with that occurring at the time of the procedure. Electrical testing did not reveal any indication of conductor fractures or internal shorts.